Manufacturer narrative:
Patient data not currently available. Reporter's email address is unknown. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the power cord of a dash 3000 bedside monitor burned up. There was no reported patient injury associated with this event.